Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant with a bifurcated stent, an infrarenal aortic extension, and two limb stent grafts. A follow up computed tomography angiogram (cta) showed a type 1b endoleak from both limbs and aneurysm sac growth. The physician elected to implant two ovation limbs in the left iliac artery and a third ovation limb in the right iliac artery. The procedure was completed and the type 1b endoleak was resolved. The patient was reported as well.

Manufacturer narrative:
At the completion of the investigation based on the information available, clinical was able to confirm the following; endoleak type ib of the right common iliac arteries, and aneurysm sac growth. Due to lack of medical information available clinical evaluations was unable to find substantial evidence to confirm the following reported events; secondary procedure placing 2 extension of main body right iliac and left iliac extension with ovation limbs. Additionally there was evidence to reasonably support the following observations; endoleak type ii from the inferior mesenteric artery and/or l4 lumbar. The most likely cause of the endoleak type ib is a patient anatomy related. A clinical assessment showed that the device is not likely to have contributed to this event. Off label circumstances, such as ectatic/aneurysmal bilateral common iliac arteries, and tortuous common iliac arteries likely contributed. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Device was not returned, therefore, sample evaluation was not completed. The root cause to the reported event is unknown, there is not enough information available to determine the root cause of the reported event at this time.